Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem with the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. No additional information was available. The device was evaluated, and the reported issue was not confirmed. The angle lever did not operate smoothly due to damage to the operation part. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The bending section cover adhesive was missing. Due to handling, there was dirt on switch one (1) that was difficult to remove. The operating part angle fixing was loose. Due to handling (insufficient cleaning), stains that were difficult to remove were found on the grip. Stains were found on the up/down plate that were difficult to remove due to handling. There was dirt on the right/left plate that was difficult to remove due to handling. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented a bad sandstorm image. No patient injury or procedure impact reported.